Event description:
The ocd field engineer reported that the customer received a false negative result on the ortho provue analyzer while performing a direct antiglobulin test (dat).

Manufacturer narrative:
The ocd field engineer reported that the customer received a false negative result on the ortho provue analyzer while performing dat testing. No sample or gel cards were returned for investigation to confirm the customer complaint. The ocd field engineer went on site and identified instrument required camera adjustments, which may potentially have led to the misreading of dat test result. Although a false negative dat may lead to confusion in the diagnosis of anemia, many laboratory tests are performed in the work-up of anemia, and they would provide a presumptive diagnosis of hemolysis despite the negative dat. However, the camera misadjustment may have potentially compromised the readings for tests other than dat such as indirect antiglobulin tests. If a significant antibody is not detected during antibody screening, or is not identified upon further testing, a patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. Based upon the available information. Provue malfunction cannot be ruled out. Therefore, event is reportable.